Event description:
It was reported there was a lead revision due to a patient fall that ¿created impedances.¿ during the procedure, when connecting the original implantable neurostimulator (ins), there was a ¿bunch of dried blood¿ in the area where the #0 electrode would connect to the ins. Impedances were tested which resulted in ¿continual 0 electrode impedances.¿ the doctor chose to connect a new ins and check impedances. There were ¿no impedances¿ with the new system. Normal eri was noted, but it was unclear if this related to the revision. Per manufacturer device registry, the original lead was replaced on the date of the report. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va04w3l, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported the impedances were ¿high,¿ but the exact values were not provided. Troubleshooting prior to the replacement included x-rays and reprogramming. The x-rays taken revealed nothing abnormal and they tried to put new programs into the device, but the patient did not experience the desired stimulation they were looking for. It was clarified the impedances were resolved by the placement of a new lead into the patient and testing the connection. The patient was receiving effective therapy, per the manufacturer representative¿s last contact.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) found insignificant anomalies. The ins was functionally okay. It was noted the setscrew was backed out too far and there was foreign material in the #3 electrode. A known good lead was attached to the ins and normal impedances were measured on all circuits and electrode pair combinations.